Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed for a perforation requiring intervention. It was reported that the mitraclip procedure was performed on (B)(6) 2022, to treat functional mitral regurgitation (mr) with a grade of 3-4. The atrium was enlarged and the posterior medial leaflet (pml) was restricted. One ntw clip was successfully implanted in the medial position. A second clip was attempted to be implanted in the lateral position to further reduce mr. However, when navigating through the valve both grippers became entangled with the posterior and anterior leaflets below the valve. After several attempts, the clip was inverted and was returned to the atrium with no damage to the leaflets. There was difficulty during grasping prior to lowering the grippers. The clip was then able to be successfully implanted in the lateral position reducing the mr to <1. After the steerable guide catheter was removed, a right to left shunt was noted. An atrial septal defect occluder was implanted to resolve the shunt. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Based on available information, a cause for the reported atrial perforation could not be determined. Additionally, atrial perforation is listed in the instructions for use as a known possible complication associated with mitraclip procedures. The reported unexpected medical intervention was the result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.